Event description:
It was reported to boston scientific corporation that a wallflex biliary rx stent was implanted within the hepatic duct of a patient during a stent placement procedure on an unknown date. According to the complainant, a wallflex biliary rx stent was implanted within the hepatic duct of a patient to treat a stricture. Following the stent placement, on an unknown date, it was noticed that the stent had become blocked due to ingrown tissue. The physician subsequently implanted a wallflex biliary rx uncovered stent within this stent to relieve the blockage and the procedure was completed. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4):the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4):the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.